Event description:
The company was informed that the pt underwent an MRI evaluation not related to the device. The pt was hearing well with her device after MRI but the device lost retention with the external headpiece. Surgery was performed to replace the internal magnet to improve headpiece retention. The pt's device remains implanted.